Event description:
Report received of an over-delivery. The customer contact indicated an operator error in programming the device. At 1400, the pump was programmed to deliver 1.0mg/ml of dilaudid. Additional pump settings were unspecified. At 1757, the physician ordered the concentration of the dilaudid be reduced to 0.2mg/ml. The pump was reportedly reprogrammed using the new concentration; however, the syringe containing the 1mg/ml concentration of dilaudid was not removed from the pump. At 1830, the patient was found somnolent but responsive to verbal commands. The patient was treated with 2mg of narcan with an unspecified response. At 1950, the patient was given another 1ml of narcan and "reportedly awakened". The patient was later discharged with no reported adverse sequelae. Though requested, no further information was available.